Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump powered off unexpectedly and subsequently overinfused during a dexmedetomidine infusion. The patient received two intravenous (IV) infusions: maintenance fluids (dextrose 5% in normal saline) at a rate of 33.8 ml/hour and dexmedetomidine at a rate of 0.8 mcg/kg/hour, each administered via a separate infusion pump. While the dexmedetomidine infusion was running, the pump alarmed for a low battery condition. The nurse plugged the pump into a power outlet, and the infusion continued as expected. Approximately five minutes later, the pump alarmed for a downstream occlusion and became unresponsive to keypad inputs, after which it powered off without manual intervention. Upon restarting the pump, the device prompted whether the same patient was being treated, which was confirmed by the nurse. During the restart process, the dexmedetomidine medication barcode was scanned, and the option to send the infusion details was selected. The nurse then accepted the program to resume the infusion at 14:21. At approximately 15:03, the nurse was notified that the dexmedetomidine infusion had been running at the maintenance IV fluid rate rather than the prescribed dexmedetomidine rate, at which time the pump was stopped. The customer reported that the patient experienced an unspecified negative medical impact, symptom, or injury as a result of this event and medical intervention was required to address the issue. No additional information is available.